Event description:
An inspection test was performed as part of correction and removal initiated by ge healthcare on (B)(6) 023 (us-FDA recall no. Z-0865-2024), and it was concluded the ic9-rs diagnostic ultrasound probe was identified as having a component malfunction described in us-FDA recall no. Z-0865-2024. There was no patient involvement.

Manufacturer narrative:
Legal manufacturer: hcs kretz - tiefenbach 15 austria zipf oberosterreich, 4871 ge healthcare reported a field modification for this ic9-rs double image malfunction per 21 cfr 806 on (B)(6) 2023. The us-FDA recall number is z-0865-2024. Customers were sent a letter explaining the issue and requesting the customer to perform an inspection test to determine if the probe is malfunctioning. Ge healthcare has determined the cause of the malfunctioning probe to be a probe component. To correct this issue, ge healthcare has replaced this malfunctioning probe.